Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3115/10992691). The patient tolerated the procedure. On (B)(6) 2017, it was observed that the aneurysm became enlarged from 57 mm to 68 mm. MRI also revealed an endoleak thought to be distal type I. In (B)(6) 2017, (date unknown), a angiography confirmed a distal type I endoleak. On (B)(6) 2017, the patient underwent reintervention and an additional conformable gore® tag® thoracic endoprosthesis was implanted to extend coverage distally. The patient tolerated the procedure and the distal type I endoleak was reported to have been resolved. It was reported that the diameter of the original stent graft (tgt3115/10992691) selected was possibly small for the patient¿s anatomy.